Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 1000 mg/dl at the time of the event. The current blood glucose value was 199 mg/dl. Troubleshooting was performed. The customer experienced symptoms such as distress breathing, disoriented, and vomiting. The customer was hospitalized and admitted to the emergency room and treated with intravenous insulin infusion. The insulin pump system was used within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue using the device and the device will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged visit to emergency room, ems dispatched and was hospitalized for high bgs found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 31-dec-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 31-dec-2023 listed on smart solve. Daily total collection start time = on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 15.65. Daily total of basal insulin delivered = 13. Daily total of bolus insulin delivered = 2.65. On (B)(6) 2023 07:54:12.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.5. Bolus amount delivered = 0.5. On (B)(6) 2023 07:55:16.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.5. Bolus amount delivered = 0.35. On (B)(6) 2023 07:55:16.000, normal bolus amount programmed = 0.5 u. However, the bolus was cancelled by the user and the bolus amount delivered = 0.35 u. On (B)(6) 2023 08:01:38.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.9. Bolus amount delivered = 0.9. On (B)(6) 2023 08:10:04.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.9. Bolus amount delivered = 0.9. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 31-dec-2023 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted duracell alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.